Manufacturer narrative:
There has been no patient injury reported by any hospital, however, a risk to patient health could not be excluded. Summary of evaluation: this potential problem was detected by brainlab internally by evaluation of the device design. Corrective and preventive action: -field safety notice / product notification - software update for the affected iplan rt dose 4.0 customers for more information please see attached. (See scanned pages).

Event description:
In 2008 brainlab internally detected that when using the brainlab iplan rt dose version 4.0 treatment planning software to export treatment plans to any version of the brainlab exactrac/novalis body patient positioning system, under special circumstances, an incorrect treatment position might result. There has been no patient injury reported by any hospital however a risk to patient health could not be excluded. The root cause and corrective action decision from brainlab's investigation was concluded on july 21, 2008.